Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1. -15.0 diopter implantable collamer lens for the patient's left eye (os) tore/broke during injection/delivery into the eye on (B)(6) 2023. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a same length lens on (B)(6) 2023. This resolved the problem. Lens was implanted, removed, and replaced intraoperatively.